Manufacturer narrative:
The device was returned to zoll chelmsford for evaluation. Our evaluation of the device verified the customer's report. It was determined that the rear enclosure is the cause of their report and was replaced to resolve. The device was recertified for clinical use. No emerging trend based on similar reports

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did indicated that there was no adverse effect to the patient due to the reported malfunction.